Manufacturer narrative:
The investigation confirmed that approximately coating was missing for 7.5 mm. The cutting wire didn't broke. Also as the result of checking the mfg record of the same lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The coating broke off and came off from the cutting wire because of the user handling. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material". This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the doctor noticed that the coating on the cutting wire was missing and stopped using the device. The doctor completed the procedure with another device. During the investigation, omsc found the plastic coating on the cutting wire was partially missing. There was no report of pt injury regarding this report.